Event description:
Related MFR report number: 2017865-2024-33670. It was reported, that on (B)(6) 2024. A patient presented to the hospital, at due to a syncope episode. Device interrogation revealed, high capture threshold. And intermittent capture on the right ventricular (rv) lead. X-ray was performed and revealed, rv lead and atrial lead dislodgement. On (B)(6) 2024, the physician elected to explant and replace the rv lead and reposition the atrial lead. There were no patient consequences.